Manufacturer narrative:
The screw was observed under magnification using a microscope. The batch is not readable due to damage to the head of the screw. The source of damage may be related to the removal of the screw. The object in the hex slot of the screw appears to have had the shape of a driver tip at one time. The object has a few edges that can be detected on the edges of the hex slot, but the majority of the edges of the object appear to have merged with the surface of the screw. This melding of the two materials may be a result of high friction during the installation or removal process of the screw. It is not possible to determine whether the object in the screw is a driver tip from an acumed driver.

Event description:
The surgeon was removing an aculoc 2 plate and screws (rountine removal). When removing one screw, the surgeon could not insert the driver into the screw as there was something metal in the screw head.